Event description:
It was reported that during pre-dilatation with a 2.75x10mm non-abbott device, a severe perforation occurred in the heavily calcified, moderately tortuous, 75% stenosed, de novo proximal left circumflex (plcx) artery. Intervention was attempted with a 3.5x20mm non-abbott balloon dilatation catheter (bdc); however, hemostasis was not achieved. Subsequently, a 3.5x16mm graftmaster (gm) covered stent with a guide extension catheter (gc) was advanced but could not cross the anatomy to seal the perforation. A 3.5x15mm non-abbott covered stent was able to cross and sealed the perforation without issue, and a non-abbott bdc was used for post-dilatation with no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.